Event description:
It was reported that the pump touch screen was unresponsive and the display remained black. The customer reverted to manual injections for insulin therapy and has an alternate pump if needed. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.